Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm and no unexpected restart alarm noted; the motor was tested outside of the device and passed. All operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident as 204 mg/dl. During troubleshooting the device was able to rewind without incident. The device had also alarmed failed battery test and unexpected restart error, but troubleshooting did not occur for those alarms. The insulin pump will be returned for analysis.